Event description:
Boston scientific received information that the patient implanted with this right ventricular pacing lead experienced a syncopal event. It was also reported the patient had experienced a fall. No adverse patient effects were reported related to the fall. Upon device interrogation, oversensing on the right ventricular channel was observed which resulted in pacing inhibition. The oversensing also resulted in store ventricular tachycardia episodes that appeared to be electromagnetic interference. Lead diagnostics were acceptable and stable. Attempts to recreate noise in clinic were unsuccessful. The patient is pacer dependent and an invasive procedure was performed to replace this lead. The lead was successfully explanted and replaced.

Manufacturer narrative:
The lead has not been returned for analysis. Should additional information become available this report will be updated.